Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed several no cartridge detected and loss of prime due to zero force warnings on the reported event¿s date. The pump was able to power on and to display ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and was primed correctly. The force sensor calibration and resistance were found to be within the required specifications. The pump¿s cover was removed and the force sensor flex pins were found intact and secured properly to the printed circuit board. The force sensor circuit was disassembled and moisture corrosion was found to the force sensor plate. The original complaint of a load step malfunction was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that all of the insulin in the cartridge was dispensed during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.